Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that for the last 2 weeks they were having difficulty communicating with the implantable neurostimulator (ins). They stated that sometimes they will get the ¿no device found¿ screen, and that it also changes between good and excellent charging quality, even when they are not moving. The rep was not aware of any contributing factors. They tried to troubleshoot with the patient over the phone, but the patient wanted to meet at the healthcare provider office. The rep stated that they are going to hold off on meeting with the patient due to covid-19 and will call the patient in a week to reassess the issue. Additional information received from a manufacturer representative (rep). It was reported that the patient did take a break from using the stimulator. They were seen at the hcp office on (B)(6) 2020. Upon inspection, the battery was able to obtain excellent connection and it switched between good and excellent quality. The battery was near a skin fold and may be slightly tilted inside the body. The patient still had difficulty over the weekend at times, but it was much better than it was in the past. No further complications were reported.